Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted on (B)(6) 2025, for ¿chemotherapy following esophageal cancer surgery over five months prior.¿ on (B)(6) during an IV infusion using an indwelling catheter, the metal needle core punctured the catheter wall during insertion. A new indwelling catheter was immediately replaced, and the infusion was successfully completed.